Event description:
Dr was performing a lap chole and was trying to place a catheter when one of the jaws fell off into pt. Dr took approx 1/2 hr to retrieve piece and then completed procedure. There was no adverse effect on pt and pt condition post-op was stable.